Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found. Normal electrical characteristics were measured.

Event description:
Patient presented in clinic for a routine follow up. Patient had an increase in threshold. Lead dislodgement was noted via fluoroscopy. Lead was explanted and replaced when repositioning was unsuccessful.